Event description:
In regards to zeltiq's coolsculpting, I received a treatment in my lower abdomen. Everything I read online and saw on advertisements describes mild discomfort. I researched it heavily prior to my consultation. They even call it "lunchtime lipo." Unless you want to call out from work after lunch that day, this is a joke. The first time I found out extreme pain would be coming was when the technicians were about to put the cool sculpting device on me. The lady told me I was about to hate her in an hour. At least she was honest. No pain medication is offered prior to treatment and I had no idea I would need any. Once the device is removed and the nurse started the massage, incredible pain set in. I've had a nose job and opted to take 0 of the pain pills prescribed. I'm pretty pain tolerant. But, this was something else. I can only compare the 20 minutes following both of my initial treatments to my most intense contractions during labor. (And I had back labor.) I could not left her finish the entire 2 minute massage. I cried. I sweat from areas I didn't know were possible. I kicked my legs and gripped the back of the bed. I squatted and beared down against the bed. I tore off the salon provided robe because my entire body was hot with pain. I wished anything to make it stop. Finally, the pain did die down slowly. The only reason I went back for my second treatment is because I already paid for it. I took an old prescription pain killer of mine prior to the 2nd treatment. The same ones I never used with my rhinoplasty. While this made it a little more bearable, I would still rate 7/10 in pain on the 2nd try. First try 10/10. Worst pain of my life. They need to advertise better because what I see is a flat out lie. Pain medication should also be offered as an option prior to treatment. It really is necessary.